Event description:
Allegedly, patient returned 6 months after a green light laser prostate resection procedure and a piece of ceramic break was found inside the patient. Hospital checked records and found that our resectoscope was being used during the original procedure. It was not noted at the time of the procedure that anything had broken and/or fallen into the patient. The piece was removed; piece was atraumatic and caused no injuries to patient. Patient condition is good.

Manufacturer narrative:
The hospital did not discover that this piece had broken off and was left in patient in a procedure completed 6 months previously until the patient returned for follow up appointment. The hospital believes the broken instrument was most likely scrapped and is not available at this time. We asked for a picture of the retrieved broken beak, but were not provided one.